Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a purge leak from the cassette during impella support. The cassette was removed and replaced without further issue. There was no harm to the patient as a result of the purge leak. Also, bleeding from the stomach was observed and the source of bleeding was examined, revealing gastric cancer. A gastroenterologist attempted to stop the bleeding through an endoscope, but the tumor was already at stage IV and there was nothing that could be done. Heparin administration was discontinued, including the heparin in the impella purge. After informing the family of the above, they decided that no further treatment was desired and decided to proceed with dnar using only the current treatment (impella operation). It was noted that the patient later expired during support. Use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. The cause of the purge leak was not determined since product was not received for evaluation. The patient death was determined to be unrelated to the impella. This report is being filed as part of a retrospective review of historical records.